Event description:
A director reported that following an intraocular lens (iol) implant procedure, a patient experienced difficulty reading fine print, glare and halos. The lens was exchanged for another iol. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).